Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) inspected the main full height drawer 3 and found damaged slides. Fse replaced both slides along with the broken retractor band and then tested the drawer in the hardware test application to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that they were able to recover the drawer, but it was working partially.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.